Manufacturer narrative:
One device was returned for evaluation in used condition. Visual inspection found the device with a split on the flange eyelet. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of 32 assemblies were performed and did not detect any damage on the units. Based on the evidence, the root cause was unable to be confirmed. It was suspected that the most probable root cause is related to damage once the device left the manufacturing facility.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the invesitgation site.

Event description:
It was reported that the loop of a bivona® uncuffed pediatric flextend¿ plus silicone tracheostomy tube seems to have split after using the tracheostomy tube three times. It was noted that it broke in the box, the patient's parent said it "popped". No injury was reported.